Event description:
Pt arrived at ER complaining of mid back and chest pain. Stat EKG done showing positive myocardial infarction. Emergency drugs initiated. Unable to open drawer of pyxis, drug dispensing system, to obtain needed medication. Determined to have defective components in the system.